Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported, the electrical cord emitted a spark.

Event description:
It was initially reported that the device was not implanted; however, in 2009 (through follow-up with the health-care provider), it was learned that the device was explanted at implant due to an unsuccessful ring repair. Per the operative report of fifteen days prior, they decided to try to correct the mitral insufficiency using the ring; "however the size and degree of posterior calcification made placement of a 40 mm annuloplasty ring impossible. No larger ring was available. Therefore it was decided to replace the valve, in the belief that a repair would not be durable without an annuloplasty ring to support it."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.